Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was identified at the proximal edge of the distal markerband. A visual and microscopic examination found no issue with the distal and proximal markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 12.0 x 20, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured at 6 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 12.0 x 20, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured at 6 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.